Manufacturer narrative:
(B)(4). The sample was received for evaluation on (B)(4) 2011. An actual sample was received for evaluation purposes related to cracked / broken condition. A visual examination of the sample revealed a cracked/broken male luer adapter confirming the reported condition. Although the reported condition was confirmed, the root cause was not identified. A batch review could not be performed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter a crack at the connection site which caused a leak with this high flow rate extension set. The customer reported that the extension tubing was cracked and pieces were broken off at the connection to the intravenous fluids. The patient was set to receive benadryl and normal saline. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
The device has not yet been received for evaluation. Should the set be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available. (B)(4).